Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3987a, lot # n242368, implanted: (B)(6) 2011, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient was experiencing telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. The manufacturing representative was with the patient at the time of the report and was unable to communicate with the ins using the clinician programmer, patient programmer and recharger. The manufacturing representative performed an antenna locate (al) and got a range of 40-56. A physician mode recharge (pmr) was performed a few times and the stimulation came on for a second and ¿that was it.¿ a normal recharge was attempted and the representative saw the reposition antenna message on the recharger. The patient last recharged successfully in the beginning of (B)(6) 2014 and noticed that could not charge at the end of may. Three or four pmrs were performed around (B)(6) 2014, but they never got to the normal recharging screen. The patient¿s battery was explanted and replaced on (B)(6) 2014. The patient was doing well.